Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax requiring an unspecified intervention. The patient was stable and waiting to have a repeat chest x-ray. There was no report that any issues occurred during the procedure. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made multiple attempts to obtain additional information; however, there was no response was received.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring unspecified intervention.